Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 500 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. The event date was (B)(6) 2016. The patient experienced increased spasticity despite dose escalation, patient also had increased creatine phosphokinase (cpk) levels. The patient was admitted to the hospital with withdrawal symptoms approximately (B)(6) 2016. Dose increases had helped the withdrawal symptoms but only temporarily. Diagnostics/troubleshooting was done and catheter aspiration was not successful. There were no factors to report that may have led or contributed to the issue. A catheter revision was done; the catheter was explanted on (B)(6) 2016. The explanted catheter was discarded by the customer so would not be returned. The pump was also replaced by a larger 40ml pump for refill purposes. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.